Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and exchange from textured to smooth due to product concern. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and exchange from textured to smooth due to product concern. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and exchange from textured to smooth due to product concern. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed on the device. White calcification on the surface of the shell 50%. Observed crease smooth opening on posterior side assessed as fold flaw opening.